Event description:
It was reported interrogation revealed multiple pacemaker mediated tachycardia episodes. Programming changes were made. The patient will return in three months for a follow up. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.